Event description:
During a dialysis treatment, the pins on the four position line clamps were falling out. There was no pt injury or medical intervention.

Manufacturer narrative:
The returned four-position line clamp was visually inspected and confirmed that the clamp holder was broken. The tabs on the white clamp insert holder was broken or stretched, allowing the inserts to fall out of the holder, it was also determined that the returned clamp stop tabs which hold the clamp in the occluded position were either worn or broken, so that the clamp no longer stopped securely in the closed position. This condition occurred with normal use. Safety analysis: if the clamp fails, the operator can clamp the line with a hemostat or install a luer cap onto the line. The cs3 operator's manual, version 1995/10, recommends in section 3-43 that the lines going through the line clamp be double clamped to eliminate any unwanted leakage, even when the machine clamp is operating properly. Also, it should be obvious to the user not to use the clamp if it is broken. However, if a facility chooses to use the clamp when broken and not double clamp, unanticipated saline leaks to the patient can result. The above info indicates that the line clamp failure described in this complaint was generated by a broken clamp assembly. This issue will continue to be trended as part of the gambro healthcare corrective action system and the management review team. Any further investigations, analysis, and/or corrective actions taken on this complaint issue will be determined by and documented in this corrective action review process. See far #960027.